Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary analysis revealed the device had no telemetry and no output. Additional analysis revealed the device lost telemetry due to battery depletion. Both loaded and unloaded pacing current drain levels were normal for this device over the battery voltage range. No internal short was found in the battery.

Event description:
It was reported attempted to get telemetry with device, but unable to even when tried in different room. The device was explanted and replaced, due to premature battery depletion. No patient complications were reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.